Event description:
(B)(4). Since I have had this device implanted I have suffered abdominal pain, sometimes severe. Extremely heavy and long menstrual cycles. My belly will bloat so much I look like I'm 7 maths pregnant. I have suffered dizziness, fatigue, extremely painful spots on my skin, painful intercourse, discharge with unpleasant odor. I am sure I probably have forgotten to put some down. These are the ones that are most bothersome.